Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the optic torn, haptic torn. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
H6: 4627 should be in place of code 4629. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unk. H6:off-label age<21. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/3.0/096 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to low vault and lens dislocation/subluxation were observed. Lens repositioning was performed that same day. The problem did not resolve. On (B)(6)2023, the lens was exchanged and the problem resolved. The cause of the event was unknown.